Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
After additional information was received on oct 22, 2019, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR. Submitted on aug 23 10:59:11 edt 2019 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Manufacturer narrative:
Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the abutment fractured. The patient arrived with a fractured abutment in his mouth. It is unknown how it fractured.